Event description:
It was reported that a malfunction alarm occurred, specifically identified as malfunction 9. There was no reported impact to the customer¿s blood glucose level as the customer declined to answer if levels exceeded 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer continued to use the pump for insulin therapy.